Event description:
On july 27, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following; type I latex allergy: allergic rhinitis: wheezing, shortness of breath, urticaria; facial swelling.